Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer also mentioned that there was a white spot where the tubing was connected. Customer was unable to troubleshoot at the time of the call as it was a past event resolved with a set change. No further information reported.